Manufacturer narrative:
This report is being submitted to relay information. Device was not returned so no product evaluation could be conducted. This device was used for treatment. Device history report was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified root cause was undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient is experiencing unspecified problems post-implantation. Attempts have been made and additional information on the reported event is unavailable.